Event description:
It was reported to philips that the system could not emit fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing non-emergency cardiac arrhythmia treatment, and the treatment was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to emit fluoroscopy. Upon functional testing, the fse found that the foot switch was triggered several times within one second. The fse determined that the wired foot switch was defective and needed a replacement. The defective wired footswitch was returned for analysis, and it showed that the bracket was loose. To resolve the reported issue, the fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.